Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inr of 0.9, then using same fingerstick one minute later, obtained 1.4.

Manufacturer narrative:
Investigation pending.